Manufacturer narrative:
The lead was surgically abandoned and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device change out, this right ventricular (rv) lead was exhibiting noise. Upon examination of the lead, a coil fracture was found under the suture sleeve. There was no adverse patient effects reported.